Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Analysis of the device memory indicated the right ventricular lead integrity alert (lia). Rv lia warning occurred for increased sic count. And two or more high rate non-sustained episodes less than 220 milliseconds (ms) (B)(6) 2016. Unexpected shock due to oversensing occurred on (B)(6) 2016.

Event description:
It was reported that the patient received an inappropriate shock. The physician questioned a possible lead brake or other abnormalities. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.